Event description:
It was reported that a patient underwent a surgical procedure on (B)(6) 2011 and a drain was used. Initially, the reservoir functioned as intended. On (B)(6) 2011, it was found that the anti reflux valve was detached and had fallen into the reservoir. The reservoir was exchanged for another like product. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch number: batch j1011227, mfg date: 08/01/2010, exp date: 08/31/2015. In addition, a review of the batch manufacturing records for the possible batch number was conducted and the batches met all finished goods release criteria.

Manufacturer narrative:
(B)(4). The actual device involved in this event was returned for evaluation. The evaluation of the complaint sample indicates that the fallen valve is covered with very big blood clot which closed its slit and the created vacuum which could have caused the valve's detachment. In addition, the user performed some manipulation on the valve in order to remove the clot, which could have contributed to the detachment.